Event description:
It was reported that during pre-surgery, it was discovered that the craniotome device had a "worn neuro tip". There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown, however, it was clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The device was tested and was found to have a drilled tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse by allowing the cutter to come into contact with the tip of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.